Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient initially contacted dexcom technical support via chat; however, the chat session was disconnected. Technical support contacted the patient by phone. During the call, the patient reported that she had presented to the hospital on (B)(6) 2026 after her cgm displayed a low glucose alert, while her blood glucose meter displayed ¿high¿ (no numeric value provided). The patient was unable to recall or provide cgm or bg readings from prior to the event. The patient reported that a fingerstick blood glucose (fsbg) value of 280 mg/dl had been obtained earlier that day at the hospital, while the cgm reportedly displayed 52 mg/dl. She stated that she had remained hospitalized since (B)(6) 2026. The patient reported that healthcare providers were conducting blood work but was unable to confirm whether any treatment had been administered. While on the call, cgm readings reportedly fluctuated between 52 mg/dl and 64 mg/dl. No calibration values were entered, as the patient was undergoing hospital evaluation. The call was subsequently disconnected, and despite due diligence, further attempts to contact the patient were unsuccessful. At the time of the call, the patient reported no symptoms, and no treatment was reported to have been administered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when cgm is showing low. The reported glucose values fall within the c zone of the parkes error grid obtained earlier that day at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.